Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the occluder module was being operated at 50% occlusion and some time later, the user observed the occluder module changed to 100% occlusion by itself. The user also reported the display of the occluder unexpectedly disappeared. An alternate device was employed to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval anticipated, but not yet begun.